Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had changed the system controller due to low flow alarms. The patient seen in clinic on (B)(6) 2025 and stated that they changed the system controller because it was alarming low flow, and the patient "was tired of hearing it alarm". The patient was educated on when to change the system controller. It also appeared that they needed to drink more water. The log files were sent for review, capturing low flow events on (B)(6) 2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The asymptomatic alarms did not resolve with fluid intake, and it was confirmed hypovolemia was not the cause of the low flow alarms. An echocardiogram (echo)/ computed tomography (CT) was completed which revealed the patient to have an outflow graft compression.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Results from the CT on (B)(6) 2025 showed a large burden of thrombus within the outflow graft of the left ventricular assist device (lvad) with severe stenosis. The lvad was in an unchanged position. Cardiomegaly was shown. There was located small pleural effusions bilaterally. There was also no evidence of an acute process in the abdomen or pelvis. The patient's heartmate 3 was at 5000 rpm/3.0 lpm. The patient's left ventricular was at a normal size with severely reduced function. The septum bowed slightly rightwards. The right ventricular function appeared to be mildly reduced. The aortic valve opened every beat. There was mild continuous aortic insufficiency (ai). Inferior vena cava (ivc) was at a normal size and was collapsible. Surgery was performed to clean out around the outflow graft. There were no changes to patient condition or anticoagulation status that may have contributed to the compression. The patient was discharged, home, and stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not be conclusively determined through this evaluation. Review of the log files also confirmed driveline disconnect events that would have resulted in pump stops, which were attributed to patient error. The reported outflow graft compression, as well as a specific cause, could not be confirmed based on the provided information. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events of right heart failure, aortic insufficiency, and pleural effusion could not be conclusively determined through this evaluation. The submitted log files captured low flow alarms on (B)(6) 2025, the driveline was disconnected and then briefly reconnected before a second and final disconnection, which appeared consistent with the report that the patient had exchanged their controller. It was noted that the first driveline disconnection was caused by patient error. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed when the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Right heart failure did not exist pre-lvad implant. It was unknown if a device related issue contributed to the right heart failure. The patient exhibited no symptoms. The patient was taken to the operation room on (B)(6) 2025 for outflow graft decompression. The aortic insufficiency was said to have existed pre-lvad implant. It was said that a driveline disconnect alarm was observed prior to the system controller shown in the log files.